Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Reported event was confirmed by review of medical records. X-rays were provided and reviewed by a health care professional. Review found loosening of the left knee tibial implant with radiolucency surrounding the implant, resulting in malalignment. Tibial implant is subsided. Bone quality is osteopenic. Femoral implant appears unremarkable. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: unknown date more than 15 years ago. Concomitant medical devices: unknown nexgen femoral catalog#: ni lot#: ni, unknown. Nexgen tibial insert catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left knee revision of the tibia more than 15 years post implantation due to loosening. Attempts have been made and no further information has been provided.